Event description:
Procedure type: esophagogastrectomy. According to the reporter: the device jammed on tissue and the vessel was damaged. Same problem occurred when a second and then a third instrument was used. Suture was used instead. No patient injury was reported. Patient status is ok. No additional information at this time.